Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 140 mg/dl. The customer was assisted in running a 5 unit fixed prime and stated that insulin did not exit and the insulin pump alarmed for no delivery. The customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set and to push insulin slowly through the tubing and the customer reported that insulin did exit. The customer was advised to reinsert the reservoir and run a manual prime to at least 5 units and the customer reported that insulin did exit. The customer was advised that the alarm was caused by a set or reservoir occlusion.